Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received by a manufacturing representative (rep) regarding a patient with an implantable neurostimulator (ins) for n on-malignant pain. Information was reported that the patient had a power on reset (por). The rep said the picture the patient sent him did not have any code on the screen. The rep will be meeting with the patient to clear the message. No further complications were reported. No patient symptoms were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was reported the cause of the patient's por was due to the patient not recharging. The por was removed on (B)(6) 2019. No further information was reported.